Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot 17708407 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx 6mm 30cm 155 was delivered to the lesion and tried to inflate. However, the blood back flow into the indeflator was confirmed. The physician confirmed that proximal of its shaft kinked and possibly the blood leaked from the kinked position. There was no patient injury reported and the product will not be returned for analysis. Additional information has been requested.

Event description:
As reported, a saber rx 6mm 30cm 155 was delivered to the lesion and tried to inflate. However, the blood back flow into the in deflator was confirmed. The physician confirmed that proximal of its shaft kinked and possibly the blood leaked from the kinked position. There was no patient injury reported and the product will not be returned for analysis. The device was prepped per IFU. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was in an acute bend. The balloon inflated normally. The shaft did not burst. The balloon catheter did not kink while being used. No patient injury occurred. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported, a 6x30mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion, and the user attempted to inflate it. However, the blood back flow into the indeflator was confirmed. The physician confirmed that proximal portion of its shaft kinked and possibly the blood leaked from the kinked position. There was no patient injury reported. The device was prepped per IFU. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was in an acute bend. The balloon inflated normally. The shaft did not burst. The balloon catheter did not kink while being used. No patient injury occurred. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17708407 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft kinked in patient¿ and ¿body/shaft leakage in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issues reported could not be determined. Based on the information available for review, procedural/handling factors most likely contributed to the kink reported and the subsequent leakage experienced at the point of the kink. According to the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. If resistance is met during manipulation, determine the cause of resistance before proceeding.¿ the IFU also states, ¿attach a 3-way stopcock to the inflation port, which is marked ¿balloon.¿ attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.